Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000mcg/ml at 595mcg/day) via an implantable pump. It was reported that the patient reported an infection of the pump area (right abdomen) a few months ago (specific date unknown). The infection was clear per the doctor after two rounds of antibiotics but there was a small pin size hole at the incision site. The doctor decided to change the pocket site to the left abdomen and place a new pump due to the small open area at the old pump site.